Event description:
It was reported that a spectrum infusion pump alarmed error 345 (thermistor disparity) during testing in the biomedical service department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Additional information: d9, h3, h6, h11 h11: the device was received for evaluation. During functional testing, the reported problem "error 345" was reproduced. A review of the event history log revealed "system error 345 -thermistor disparity" messages. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the downstream/force sensor out of specifications. The force sensor required to be replaced to correct the reported problem. Should additional relevant information become available, a supplemental report will be submitted.